Manufacturer narrative:
(B)(4). The device was received by baxter and an evaluation was completed. A batch review was conducted and there were no deviations found related to the reported alarm during the manufacture of this lot. A visual inspection was performed with no issues noted and the device successfully completed simulated therapy testing. Upon completion of the investigation, the reported problem could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell two of peritoneal dialysis therapy. It was unknown if the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.